Event description:
It was reported that during a lap rectum procedure, the device did not cut completely and fired misformed staples. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.